Manufacturer narrative:
A field service engineer (fse) observed a slow drip into the vacuum chamber (vic) from the probe backwash waste port 5 and flushed the probe wipe waste pathway with water and observed the bottom fitting (port 5) was not completely sealed on the probe wipe assembly. He replaced the probe wipe and reattached tubing and no further leaks were observed. Additionally, during troubleshooting, the fse found platelet (pl)t pulse issues and wbc aperture alerts and replaced the red blood cell (rbc) and wbc baths to resolve these issues. The instrument was verified and validated. (B)(6).

Event description:
The customer reported failing controls (qc), white blood cells (wbc) flagging x's, and a fluid leak from the probe of approximately 3 drops of fluid from a coulter ac t diff 2 analyzer. During troubleshooting, the customer observed the lower probe wipe tubing had a tear; the customer trimmed and reattached tubing. Additional troubleshooting was unsuccessful and service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.